Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the pulmonary lobectomy procedure, the device did not work. It was loaded black but it did not work. Used purple, then changed to green and black but still not work. The surgeon was able to push the green button and the trigger went into the firing position, but the knife blade did not proceed. Another device was pulled out to complete the procedure.